Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a system in down time, order not crossing. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new order was not crossing. The technical support specialist (tss) dialed into the application server and opened the services. The tss restarted the "bd pyxis external inbound processors service, after monitoring, the tss confirmed that no new concurrent errors appeared. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a system in down time, order not crossing. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.